Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for spinal pain use. It was reported that the communicator will not charge up since yesterday. The patient stated that they would put it on the charger and it would charge but it would not hold a charge. The patient went to use it again last night and the light was on again and it quit completely and will not turn on at all. An request was sent to the repair department to replace the communicator. Additional information was provided from a consumer stated that the patient called in stated that they received the replacement communicator and still showing orange light after plugging it in for 15 minutes. The agent reviewed the communicator colors and charging duration. The agent advised to keep it plugged in for an hour and contact us back again after to assist on pairing it to their pump.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; lot/serial#: (B)(6); product type: accessory.section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0; serial/lot #: (B)(6); ubd: 13-mar-2024; UDI#: (B)(4). H3. Analysis of the communicator found no pins in charging port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.